Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one device had perforations in the tubing causing blood leakage on the patient blankets and sheets. There was no other health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d.9: device available for evaluation: yes . H.3 device eval by manufacturer? Yes . D9: returned to manufacturer on: 10-dec-2025. E.1. Initial reporter first name: (B)(6). E.1. Initial reporter last name: (B)(6). Investigation summary: bd received 203 samples for investigation. Of these, thirty customer samples were randomly selected and subjected to functional tests to assess the functionality of the device. All samples passed testing with no evidence of tubing leakage or defects during or after the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, one device had perforations in the tubing causing blood leakage on the patient blankets and sheets. There was no other health impact or consequence reported.